Event description:
The stent was deployed at 8 atm's for 15 seconds. Upon review, everything looked good. Took balloon up to 13 atm's for 40 seconds and the balloon ruptured. Pt developed tamponade which was relieved in lab. However, there was a large dissection and they were unable to recross. A balloon pump was put in and pt was taken to surgery. The pt expired two hrs after CABG.